Event description:
As stated by the ahus service tech 10/5/2010: "the bath was complete, door in the open position, one nursing assistant assisting resident to exit bath. When the resident slid over the closet jet assay to the door and stood up, the nursing assistant noticed bleeding and a skin tear on the pt's scrotum. The pt was then transported to the ER where he received a number of sutures." (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hospital equipment (B)(4) will be reported by us, the legal MFR, arjo hospital equipment (B)(4) on behalf of our sales and distribution company in the USA, arjo inc, (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.